Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, it clipped on the first firing then there was like a lock out on the 2nd firing. Fired again a 3rd time and a piece broke off of the end of the instrument. The piece fell into the pt. The piece was retrieved from the pt. They were trying to clip the common duct. No cholangiogram was performed. Case completed with another device of the same product code.